Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on june 26, 2017, confirmed that the tissue pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw each other. Probe damage error was not reproduced. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). There is a possibility that the error occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the device has already warned as follows; warnings: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain colon procedure. At the first activation in use, it was reported that probe damage error was displayed and the tissue pad of the device was completely worn. There was no fragment of the tissue pad fallen off. The procedure was completed using a similar device. There was no patient injury reported.